Event description:
The customer reported that while the unit was in use on a pt, the unit would attempt to assist 3 to 4 times per beat in pressure trigger mode. The pt was switched to another unit and therapy was continued. No pt injury was reported.